Event description:
It was reported that pairing failed occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and pairing failed was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The reported event of pairing failed is reportable based on the findings of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).